Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 46 mg/dl at the time of the event. On the morning of the event, the customer woke up disoriented and incoherent. Troubleshooting was performed. The insulin pump was programmed correctly. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.